Event description:
The pump was returned to animas. Product analysis found that the pump display screen was faded and discolored. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump booted to the verify screen with a faded and discolored display screen. The pump was opened and the display screen was replaced with a test display and the display appeared normal. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.